Event description:
On 5/21/1997 the account reported a prolactin result of 192 ng/ml which was run on the axsym analyzer. The sample was not rerun at the account to verify the result, however, the result was given with a "high flag". The pt had surgery to remove a pituitary tumor, but is not known when the surgery occurred. A physician called the account on approx 5/7/98 with concerns about the result. The dr stated the sample was also run on an "acs" 180 at another hosp a year ago and gave a result of 13,820 ng/ml. The sample run at the other hospital, which was believed to be from the same draw as the original sample, was sent to the account to be rerun. It was diluted and rerun, giving a result around 13,000 ng/ml. According to the account, the original sample that gave 192 ng/ml is no longer available. The pt's current condition is unk.